Event description:
I have a spinal cord injury and require an in-dwelling catheter for my bladder to drain. From (B)(6) 2014 to (B)(6) 2015, the balloons of 15 different bardex all-silicone, 16, fr, 5cc balloon (ref (B)(4)) have ruptured while inside my bladder causing the device to be expelled from the bladder leaving me unable to empty urine from my bladder. I have to have emergency home health to insert another catheter. It takes from 1 to 4 hours for nurse to come to my home and insert a new catheter leaving me at risk for an autonomic dysreflexia reaction to not voiding. This is a dangerous condition that could result in a stroke if the bladder is not drained. I have reported each incident to bard and mailed the defective product to the quality assurance department. They have replaced the products, but that is the only action they have taken.